Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with an inoperative "open" button on the channel a keypad. This condition had the potential to interrupt delivery. This condition was found before use of the device. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module software version of 5.48.92.

Manufacturer narrative:
(B)(4).device evaluation:the reported condition of a colleague infusion pump with an inoperative "open" button on the channel a key pad was confirmed during product evaluation. This condition was caused by fluid ingress. The key pad was replaced to correct the reported condition.additional information:a service history review revealed that this device was previously serviced for the reported condition. In previous service events there were keypad failures; keypads were replaced.